Manufacturer narrative:
The electrode lot number and the expiration date were requested but not provided. The field service engineer (fse) inspected the analyzer and found a break in the mixing vessel. He then renewed the suction, replaced the hose and reinstalled the electrodes. He also found a leak in the analyzer. The fse performed an ion-selective electrode (ise) with unacceptable results but was resolved after the ise repair. Calibrations and qcs were performed with acceptable results. The investigation determined the event was due to a leakage/seal.

Event description:
The initial reporter received questionable ise indirect na for gen.2 results from three patient samples tested on the cobas pro ise analytical unit. The reporter stated that they noticed that there were occasionally increased patient results. And that the quality controls had an upward drift. Please refer to the attachment (B)(4) for the table containing the discrepant patient results.